Event description:
The smiths medfusion 4000 syringe pump has a design error. When an alarm is triggered for any reason, the pump will not accept inputs until the "silence alarm" button is pressed. The user cannot stop an infusion, change doses on an infusion, start a bolus, or stop a bolus until the alarm is acknowledged. There is no indication that this step is required; the pump just refuses to accept any inputs. This can lead to an inadvertent overdose or underdose by the pump if the alarm is not acknowledged in a timely fashion.